Event description:
It was reported that a patient with an inflatable penile prosthesis experienced erosion in the cylinder. A revision surgery was performed in which physician explanted the device and replaced it with a malleable prosthesis. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.